Manufacturer narrative:
One device was returned for investigation. The pinhole leak was confirmed. To try and duplicate the pinhole, the assembly and packaging process were duplicated and the failure mode could not be replicated using the tools from assembly and packaging process. Root cause could not be attributed to manufacturing process due to this.

Event description:
It was reported that during pre-test, a pinhole was found in the breathing bag. No patient injury reported.